Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned product identified signs of use (dinged/scratched/gouged), however, the reported event could not be confirmed. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: united kingdom. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the surgeon had difficulty inserting the articular surface. After four or five attempts, another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.